Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed with a battery out limit; the customer tried many batteries to no avail. The patient's blood glucose at the time of incident was 386 mg/dl in the morning and 406 the previous day. The patient mentioned that she had been weak and thirsty, and that she was treating with manual insulin injections troubleshooting was initiated for the battery out limit. The customer did not recall any significant events leading to the battery issues. The customer was advised that the battery out limit during normal use may indicate a loose battery cap. The customer was assisted with clearing the alarm. The customer was advised to monitor the pump and clean the battery cap with a cotton swab and alcohol before putting a battery in; the customer stated that she cleaned the battery cap with a dry tissue. No products were returned and a replacement battery cap was shipped to the customer.